Manufacturer narrative:
H6: the product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event may be associated with a loose connection. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, the device experienced a drill disconnect issue which did not resolve with troubleshooting or by using the backup drill; therefore, the procedure could not move forward with the cori. Reportedly, the surgeon instead finished the femur and tibia cuts using manual instrumentation within a 0-30-minute surgical extension with no complications to the patient. It was communicated that the surgeon was satisfied with the outcome and no x-rays or op-notes were available. The patient impact beyond the reported modified procedure with the 0-30-minute surgical delay could not be determined; however, no patient injury was reported. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Further investigation into the reported failure is being conducted to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the product, ri cori (us), rob10024,(B)(6) used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, the device experienced a drill disconnect issue which did not resolve with troubleshooting or by using the backup drill; therefore, the procedure could not move forward with the cori. Reportedly, the surgeon instead finished the femur and tibia cuts using manual instrumentation within a 0-30-minute surgical extension with no complications to the patient. It was communicated that the surgeon was satisfied with the outcome and no x-rays or op-notes were available. The patient impact beyond the reported modified procedure with the 0-30-minute surgical delay could not be determined; however, no patient injury was reported. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori-tka procedure, drill disconnect issues were experienced upon beginning to distal cut the femur. It happens as soon as they touch the bone surface. They re-calibrated two times and then replaced the drill and restarted the session, but the 2nd drill experienced the same disconnect issue. They used manual instruments to distal cut the femur, with a delay of fewer than 30 minutes. No other complications were reported.